Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a patient death occurred. A rotapro 1.50mm was selected for treatment of the target lesion. As the procedure began, the physician was able to begin rotational atherectomy at 140,000 rpms. It was noted that the rotational speed decreased to 120,000 rpms, and a further drop in pressure was observed. After five minutes there was still no success in advancing to the target lesion. Because of this, the physician concluded that the device was not able to advance due to the drop in rpms. The rotapro was swapped out for another of the same device and was able to be advanced. It was at this point that the physician noticed slow reflow. The patient then progressed to no reflow and cardiac arrest. An attempt to administer epinephrine and resuscitation maneuvers were performed, but the patient died.

Event description:
It was reported that a patient death occurred. A rotapro 1.50 mm was selected for treatment of the target lesion. As the procedure began, the physician was able to begin rotational atherectomy at 140,000 rpms. It was noted that the rotational speed decreased to 120,000 rpms, and a further drop in pressure was observed. After five minutes there was still no success in advancing to the target lesion. Because of this, the physician concluded that the device was not able to advance due to the drop in rpms. The rotapro was swapped out for another of the same device and was able to be advanced. It was at this point that the physician noticed slow reflow. The patient then progressed to no reflow and cardiac arrest. An attempt to administer epinephrine and resuscitation maneuvers were performed, but the patient died.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Correction to h6 device codes.